Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient representative that the patient experienced dizziness. It was also reported that the implantable pulse generator (ipg) longevity estimate dropped from fifteen years down to fourteen years within six weeks. The lower rate of the ipg was adjusted due to the patient's symptom of dizziness. The ipg remains in use. No further patient complications have been reported as a result of this event.